Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that intermittent loss of ventricular capture and impedance measurements greater than 2500 ohms were noted with this pacing system. Therefore, a revision procedure was scheduled. However, prior to the procedure, all measurements were within normal limits. An intermittent lead issue was suspected as they were able to recreate the issue by having the patient laugh and move her head. During the procedure, the header separated from the pacemaker. The device was explanted and replaced. The associated ventricular lead was only pacing intermittently when interfaced to the replacement pacemaker. A lead fracture was revealed and the lead was also removed from service and replaced. The patient did report falling backwards.